Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The insertion components, 0.025¿ guide wire, extender and pressure tubing were also returned. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that the guidewire was inserted smoothly, however, the intra-aortic balloon (iab) could not then be inserted along the guidewire. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).